Event description:
It was reported that the customer experienced high blood glucose of 469 mg/dl; customer treated with bolus dose. It was stated that the insulin pump alarmed no delivery. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Time and date are correct. Customer was unsure if the basal rates are correct and bolus wizard settings are unknown. Customer's mother declined to continue troubleshoot as she wanted to change the infusion set and reservoir. It was stated that one site fell out and also customer was having some bruising on her leg. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.